Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For each event, a field representative went onsite to evaluate each device and replaced multiple parts, but did not identify a specific root cause for the event. Further investigation by the manufacturer did not identify a specific root cause for the events but determined the actions performed by the field representative resolved the issues. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. There were two erroneous results for total protein urine/csf gen.3, one erroneous result for glucose, and one erroneous result for c-reactive protein gen.3 for a total of three patients. All of the patients were female. One patient was (B)(6). The other patients' ages were requested, but were not provided. One patient weighed (B)(6). The other patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.